Manufacturer narrative:
(B)(4). The device was manufactured from november 14, 2014 - november 17, 2014. The device was received for evaluation. Visual inspection revealed a white particle, approximately 2.32 mm in length, floating in the reservoir. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter in its balloon. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.